Event description:
5mm trocar was introduced into the abdomen through an incision into the peritoneal cavity. Heavy bleeding was noted immediately upon entry of the trocar. An incision was made to identify bleeding site, and a large vessel was identified deep to the muscle and was sutureddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.